Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up that the patient¿s ra lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead triggered an atrial pacing impedance alert for low impedance. The ra lead also exhibited noise, oversensing, and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.